Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger not working) was confirmed. Upon investigation the charger/modem was unable to power up. It was discovered that d601 (12v power supply) was broken on the bedside board. The root cause for the damaged d601 component could not be positively identified, but the damage was likely a result of mechanical stress from the battery charger/modem impacting a hard surface. No adverse event resulted from the damaged d601 power supply. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger/modem was not working. The patient was issued a replacement battery charger/modem.